Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. There was tip damage. Microscopic inspection revealed a longitudinal tear in the balloon material. The proximal and distal markerband were inspected and revealed no damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 3.00mm x12mm nc emerge® balloon catheter was advanced for dilatation, however, the balloon ruptured. The device was completely removed from the patient and the procedure was not completed. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 3.00 mm x 12 mm nc emerge® balloon catheter was advanced for dilatation, however, the balloon ruptured. The device was completely removed from the patient and the procedure was not completed. No patient complications were reported and patient's status was stable.